Manufacturer narrative:
(B)(4). Batch: unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information requested and received: can you please provide more event details how the cartridge was damaged? Did this occur outside of the patient? Or, did this occur inside of the patient? Did the cartridge reload remain intact or did it come apart? If the cartridge did come apart were all pieces retrieved? Did the silver metal pan/tray of the cartridge reload remain intact or separate from the plastic cartridge deck? Did damage to the cartridge occur while installing it into the jaws of the device? Did damage to the cartridge occur while removing it from the jaws of the device? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Please explain. No feedback from customer, so no additional information could be provided.

Event description:
It was reported that during an unknown procedure, the cartridge was damaged. Changed the new one to complete surgery. No additional information can be provided now. Patient consequences were not reported.